Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 53 mg/dl. The patient was treated with food. The patient was not admitted for inpatient medical treatment. The customer experiencing low blood glucose for a month. The patient was advised to disconnect to insulin pump. The troubleshooting was performed. The patient was advised to contact her health care provider for other reasons for a low blood glucose. The patient wanted to wake higher in the morning. The customer was advised to consider a square bolus or dual wave if she needs insulin delivered for longer period of time. No further assistance needed.